Manufacturer narrative:
The device was returned to animas. No visible damage was found to the battery cap or battery compartment. The pump powered on normally during eval and was exercised with no power issues duplicated. There was also no damage found to the power circuit. Eval did reveal that the up arrow button intermittently activated desired pump functions when pressed. When the keypad cover was removed, contamination was found under the button contacts.

Event description:
It was reported that the pump had become "unresponsive." The user reportedly tried several different batteries and the issue reportedly recurred within a few days each time. The battery cap was reportedly seven months old at the time but showed no signs of damage. The pump exhibited no visible cracks to the user.